Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was intermittently delayed in responding to presses. There was no adverse impact to customer¿s blood glucose level. Reportedly, the pump was reset and the issue was resolved. Customer continued to use the pump for insulin therapy.